Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, difficulty was encountered with placing the lead in a location with acceptable threshold measurements. An attempt was made to reposition the lead, however, difficulty was encountered with retracting the helix. A lead fracture was suspected. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.